Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 26 mmol/l. The customer stated that they had high blood glucose readings for the last week. The customer was advised that no delivery alarms are typically site issues. The customer will be sent a replacement pump.